Event description:
It was reported that this right atrial (ra) lead showed indication of a fracture ra pacing lead. (B)(6) technical services (ts) suggested clinic evaluation with all due diligence testing. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).